Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for under delivery. Customer¿s blood glucose was 277 mg/dl at the time of incident. Customer also stated that they were trying to deliver a bolus and did not delivered. Troubleshooting was performed for under delivery. Product will not return for analysis.